Manufacturer narrative:
PMA/510(k) #: exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported the colored portion of the basket where the handle is located on the ncircle tipless stone extractor fell off, which rendered the device unusable. There were no adverse consequences to the patient as a result of this reported issue. The device did not make contact with the patient.

Manufacturer narrative:
Evaluation / investigation: a visual inspection and functional testing of the returned device was conducted. A review of complaint history, the device history record, instructions for use, quality control data, and specifications was also performed. One device was returned for investigation. The device was returned with the handle in the closed position. The basket assembly was returned pulled out of the basket sheath. The collet knob is tight and secure. The male luer lock adaptor (mlla) is loose. The polyethylene terephthalate tubing (pett) measures 3 cm in length. The handle does not move. A visual examination noted the support sheath is severed 1 mm from nose of mlla. An observation of the basket assembly noted the cannulated handle is bent at the nose of the mlla. The basket formation is symmetrical without damage. The basket sheath has 4.5 cm of the support sheath still attached. The basket sheath has a severe kink 9 mm from the distal tip of the support sheath and again 22.8 cm from the distal tip of the support sheath. There is a kink 6 cm from the distal tip of the basket sheath and again at 7.5 cm from the distal tip of the basket sheath. A review of the device history record found no non-conformances associated with the complaint device lot number. A review of complaint history for this device lot revealed one additional complaint associated with lot number 8526118. This additional complaint is from the same customer and for the same issue. As per the instructions for use (IFU) precautions section: enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The complaint device was found to have damage and separated components. Based on the investigation of the returned device, it appears the device was damaged near the handle, causing the bent handle cannula, and damage to the support tube and sheath. Devices are inspected for damage and functionality prior to packaging. The observed damage likely occurred during handling of the device. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.